Manufacturer narrative:
H6: method: the pump was serviced and also tested for performance post service. Result: battery was replaced. Conclusion: battery replacement (the pump had old battery) resolved the issue.

Event description:
The complaint was reported by a customer from USA: communication error.

Event description:
The complaint was reported by a customer from USA: communication error.